Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor exhibited an unspecified oversensing which was recorded as a false atrial fibrillation episode. No intervention was performed. The patient was stable.